Manufacturer narrative:
The insulin pump was received with a torn keypad overlay and missing button dome switch on the down arrow button. There was no button response due to the missing button dome switch. The following cosmetic damage was also noted: cracked reservoir tube lip, minor scratches on the display window, and a worn display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that the insulin pump had many scratches and a worn display. The insulin pump was returned for analysis.